Event description:
It was reported that the patient experienced a burning or uncomfortable sensation where the lead was tunneled between the entry site and the implantable pulse generator ( ipg). The sensation was with or without stimulation. It was reported that the patient was doing well with the therapy but wanted the device out. The device was explanted except for fragments of the leads that could not be removed and were left inside the patient at the doctor's discretion. There was no report of patient harm or injury.

Manufacturer narrative:
Mml reference #: (B)(4). Other device explanted: model: 8145; description: reactiv8 stimulation leads; serial numbers: (B)(6); UDI#: (B)(4).

Manufacturer narrative:
Mml reference #: (B)(4) other device explanted: model: 8145. Description: reactiv8 stimulation leads. Serial numbers: (B)(6). UDI#: (B)(4). The reactiv8 system was received for analysis. During the visual inspection of the ipg, no observation relevant to the alleged burning sensation was identified. The ipg passed the functional testing and operated within the manufacturing specifications. No functional testing was performed on the returned lead assemblies because the physician used too much force/traction and fractured the leads. No other damages or anomalies were observed during the visual inspection of the returned leads. The device history record was reviewed. No relevant nonconformances were identified.

Event description:
It was reported that the patient experienced a burning or uncomfortable sensation where the lead was tunneled between the entry site and the implantable pulse generator (ipg). The sensation was with or without stimulation. It was reported that the patient was doing well with the therapy but wanted the device out. The device was explanted except for fragments of the leads that could not be removed and were left inside the patient at the doctor's discretion. There was no report of patient harm or injury.